Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Further information was requested but not received.

Event description:
Related manufacturing reference number: 2017865-2024-01071. Additional information received indicated the event was discovered in the emergency room (ER). It was noted that the shock elicited by the implantable cardioverter defibrillator (ICD) was due to the dislodgement of the right atrial (ra) lead, causing the ICD to incorrectly interpret a ventricular tachycardia (vt) signal. The dislodgement was discovered via a chest x-ray (cxr). There were no reported adverse reactions to the inappropriate shock. The ICD and ra lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of inappropriate therapy was confirmed in the device image, however the device behaved according to its programming and no device malfunction was found. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.